Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared. No patient symptoms were reported. The patient would be monitored.